Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11 only the infusion manifold connecting to the yellow stopcock and the 27ga infusion cannula line was returned and visually inspected. Fluid was observed in the air line. The infusion manifold was tested with the lab stock combined fluidics management system (fms) and other components using the system console with the calibrated console. The product primed and tuned successfully without any system message code. However, during fluid air exchange (f/ax) functional test, the wet auto stopcock filter restricted air to travel to the infusion cannula tip. The investigation conducted a non-conformance review of the reported lot number. No relevant deviations were identified, all corresponding production release specifications defined in the device master record were met. The root cause of the customer's complaint was found to be a leaky auto-infusion filter allowing fluid to ingress into the air infusion line, this is known to result in the customer's experience. This defect type is likely related to an assembly error of the auto stopcock filter housing during the manufacturing process. Action will not be taken based on this occurrence. The supplier has been made aware of the issue. Quality assurance will continue to monitor and will take action for future occurrences as deemed necessary. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that air replacement was not possible during surgery. The procedure type was unknown. The procedure was completed after replacement of product with new one. There was no patient impact.